Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported the patient chose to have the ipg explanted and replaced with another manufactures device due to current device recall. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced with another manufactures device to address the issue.